Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. However, the customer requested a replacement, and technical support initiated this process.